Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. Per e-mail notification, a zoll customer support was notified that a (B)(6) year old female patient was treated on (B)(6) 2014. Dual lead noise and artifact contributed to the false detection. The patient was treated at 23:23:06. The rhythm at the time of the treatment is unknown due to noise and artifact. The patient's daughter reported that the patient was cleaning up after her dog when the device alarmed, and she was unable to press the response buttons on time. The response buttons were pressed after treatment was delivered. The patient did not seek medical attention and continued use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no information to suggest that the patient sustained a serious injury. The patient did not seek medical attention and continued use of the lifevest. Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. Upon investigation, the monitor and electrode belt were fully functional and able to detect and treat a patient. Monitor sn (B)(4) - (reuse). Electrode belt sn (B)(4) - (B)(6) 2013 (reuse). Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.